Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain, left side") in a female patient who had essure (batch no. 709957) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for an unreported indication: yaz from 2008 to 2010. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia, heavy bleeding"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes), hysterectomy (full).). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal hemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding , menorrhagia, heavy bleeding, dysmenorrhea, dyspareunia and did you undergo an essure confirmation test? No added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain, left side") in a female patient who had essure (batch no. 709957) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for an unreported indication: yaz from 2008 to 2010. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia, heavy bleeding"), dysmenorrhoea ("dysmenorrhea") and dyspareunia ("dyspareunia"). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tubes), hysterectomy (full).). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.